Manufacturer narrative:
The insulin pump was received with unresponsive down arrow button due to corroded keypad traces. No button error alarms noted. The insulin pump has cracked case at display window corners and minor scratched lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the insulin pump alarmed button error and the numbers were ramping while they attempted delivering a bolus. The customer's blood glucose was 78 mg/dl. The customer stated that prior to the button error alarm there was a reservoir alarm. The customer also stated that there was a crack on the lcd screen of the device. The discontinuation of the device was advised. Nothing further was reported.